Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like degradation, mechanical problems like stress; deformation; fatigue; mechanical shock; wear and tear; vibration, environmental problems like dust and dirt, and electrical problems like electrical/electronic component problem; impedance; open circuit; power source problem; short circuit; signal loss; loss of power and power fluctuations between the light source components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had b30 error during set up / inspection for use. There were no reports of patient harm.